Manufacturer narrative:
H6: device code a150203 added. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a premature core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed on a patient with challenging chicken wing shaped anatomy. The physician selected a watchman access system (was) and a 24mm watchman flx laa closure device and delivery system (wds). After flushing the wds and confirming it was securely attached to the delivery cable, it was advanced into the delivery sheath. Difficulty arose in achieving coaxial positioning of the device, prompting removal of the wds. The pigtail catheter was then advanced further into the appendage to improve alignment before reintroducing the wds. Once the closure device was positioned and deployed, the physician prepared to perform the tug test and assess the pass criteria (position, anchor, size, and seal). At that point, it was observed that the closure device had already detached from the delivery cable. It was suspected that repeated rotation of the sheath in multiple directions may have inadvertently rotated the cable, causing premature detachment. The physician monitored the device for twenty (20) minutes to ensure it remained stable and did not dislodge. Compression was measured and found to be adequate. Based on this, the physician elected to leave the device in place. No patient complications occurred. It was further reported that the physician kept the patient in the hospital for two (2) days for monitoring.

Manufacturer narrative:
H6: device code a050705 added. E1: initial reporter phone number is (B)(6) ; reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a premature core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed on a patient with challenging chicken wing shaped anatomy. The physician selected a watchman access system (was) and a 24mm watchman flx laa closure device and delivery system (wds). After flushing the wds and confirming it was securely attached to the delivery cable, it was advanced into the delivery sheath. Difficulty arose in achieving coaxial positioning of the device, prompting removal of the wds. The pigtail catheter was then advanced further into the appendage to improve alignment before reintroducing the wds. Once the closure device was positioned and deployed, the physician prepared to perform the tug test and assess the pass criteria (position, anchor, size, and seal). At that point, it was observed that the closure device had already detached from the delivery cable. It was suspected that repeated rotation of the sheath in multiple directions may have inadvertently rotated the cable, causing premature detachment. The physician monitored the device for twenty (20) minutes to ensure it remained stable and did not dislodge. Compression was measured and found to be adequate. Based on this, the physician elected to leave the device in place. No patient complications occurred. It was further reported that the physician kept the patient in the hospital for two (2) days for monitoring.

Event description:
It was reported that a premature core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed on a patient with challenging chicken wing shaped anatomy. The physician selected a watchman access system (was) and a 24mm watchman flx laa closure device and delivery system (wds). After flushing the wds and confirming it was securely attached to the delivery cable, it was advanced into the delivery sheath. Difficulty arose in achieving coaxial positioning of the device, prompting removal of the wds. The pigtail catheter was then advanced further into the appendage to improve alignment before reintroducing the wds. Once the closure device was positioned and deployed, the physician prepared to perform the tug test and assess the pass criteria (position, anchor, size, and seal). At that point, it was observed that the closure device had already detached from the delivery cable. It was suspected that repeated rotation of the sheath in multiple directions may have inadvertently rotated the cable, causing premature detachment. The physician monitored the device for twenty (20) minutes to ensure it remained stable and did not dislodge. Compression was measured and found to be adequate. Based on this, the physician elected to leave the device in place. No patient complications occurred. It was further reported that the physician kept the patient in the hospital for two (2) days for monitoring.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: impact code updated. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a premature core wire detachment occurred. A left atrial appendage (laa) closure procedure was performed on a patient with challenging chicken wing shaped anatomy. The physician selected a watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds). After flushing the wds and confirming it was securely attached to the delivery cable, it was advanced into the delivery sheath. Difficulty arose in achieving coaxial positioning of the device, prompting removal of the wds. The pigtail catheter was then advanced further into the appendage to improve alignment before reintroducing the wds. Once the closure device was positioned and deployed, the physician prepared to perform the tug test and assess the pass criteria (position, anchor, size, and seal). At that point, it was observed that the closure device had already detached from the delivery cable. It was suspected that repeated rotation of the sheath in multiple directions may have inadvertently rotated the cable, causing premature detachment. The physician monitored the device for twenty (20) minutes to ensure it remained stable and did not dislodge. Compression was measured and found to be adequate. Based on this, the physician elected to leave the device in place. No patient complications occurred.